Event description:
A surgeon reports a pt has complained of seeing a dark shadow following intraocular lens implant surgery. The symptoms are improving over time and have diminished considerably since the pt had a second intraocular lens implanted in the fellow eye.